Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with a blood glucose of over 600 mg/dl. The customer's current blood glucose is 149 mg/dl. Customer¿s blood glucose level was over 500 mg/dl at the time of the incident. The customer was treated with bolus with pump. The customer was treated for high blood glucose in hospitalization with manual injections and syringes. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer was performed displacement test and test did pass. The insulin pump will not be returned for analysis.